Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device implant area was not healing properly and had significant drainage. A pocket revision was done with debridement of the incision. A new pocket was made inferiorly with the addition of an antibiotic absorbable envelope. Thepatient was discharged the same day. The patient was seen approximately a week later for a pocket infection. The device and leads were explanted and the patient was given antibiotics. The patient's previous leadless implantable pulse generator was reactivated. No further patient complications have been reported as a result of this event.